Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedances of greater than 3, 000 ohms. Oversensing was also noted which resulted in stored inappropriate atrial tachycardia response (atr) mode switch episodes. A revision procedure was therefore performed, during which the lead was extracted and replaced. No adverse patient effects were reported.